Event description:
It was reported that, "pt was at home reaching for something in the kitchen and heard a "pop". After, xrays were taken at the hospital. The stem fractured about 5mm below the head neck junction. The stem was removed and a zimmer revision stem was reimplanted. Also, the liner was exchange with a "36 f 0 degree liner". I contacted the dr to see if he knows where the implants and have not received any notice from him. Also, I am working on getting films from the case."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.